Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709sc, serial (B)(4), implanted: (B)(6) 2012, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving morphine (30.0 mg/ml at 4.937 mg/day) and bupivacaine (20.0 mg/ml at 3.291 mg/day) via an implantable infusion pump. The indication for use was noted as spinal pain. It was reported the patient reported gradual worsening of pain over the past several months on(B)(6) 2016. Examination gave results of an expected 6.3 ml in residual from the pump and the actual was 9.0 ml. A pump check with contrast was performed on 2016 and found no leak during the check. The catheter was flushed. Examination on (B)(6) 2017 gave results of the expected residual volume at pump refill being 6.0 ml and the actual was 8.0 ml which was in line with the 25% difference. A reprogramming of an increased personal therapy manager (ptm) rate was performed as an intervention on (B)(6) 2017. The patient reported the pump worked to control the pain adequately on (B)(6) 2017. The device diagnosis was catheter occlusion. The clinical diagnosis was increased pain. The outcome was resolved without sequelae on (B)(6) 2017. The etiology of the event was noted as related to the device or therapy and not related to the implant procedure. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the patient's weight was (B)(6) lbs. The cause of the catheter occlusion was not determined.